Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the permanent cautery hook (plastic sheath) broke off into the patient's abdomen. The surgeon retrieved broken pieces. The procedure was completed with no reported injury.